Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the patient had a spine MRI done on friday, and they were at the clinic today for a pump refill. When they interrogated the pump, they saw a message that said the pump was stopped for 95 hours and 5 minutes. The agent reviewed telemetry mode and that the recovery log should show up within about 20 minutes after they read it. The caller stated that in this case, the pump wouldn't have been alarming either. The caller stated the patient was having more spasms. Additional information was received from the healthcare provider (hcp) on (B)(6) 2026. The hcp reported that steps taken to resolve the issue included that the hcp interrogated the pump. They reported that the motor stall issue had been resolved. There was not a volume discrepancy noted with the event as the fill and program volumes were 20 ml, and both the actual and expected reservoir volume were 5ml.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.